Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned additional details: according to the surgeon there was enough margin between the resection and the cancer for it not to impact on the patient. The surgeon was able to complete the resection below the point where the tissue had to be but out. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Manufacturer narrative:
(B)(4). Damaged joint cover. The analysis found that one device was returned in good visual condition and with one (B)(4) cartridge reload loaded in the device. The cartridge reload was received fully fired. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. In addition, the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Rectum. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? The device fired all 4 firings. During which stroke did the event occur? Last. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? White. Was buttressing material utilized? If so, which product? None. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. It was mentioned that the device has to be cut out, has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm. Approx 1.5cm. What was the quality of tissue in the area where the device was fired? Normal. What were the patient¿s pre-op diagnosis, did he/she suffers from cancer, morbus crohn or colitis ulcerosa? Cancers but had no radiotherapy. If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? If so, what? No. What is the age and sex of the patient? Unknown. What is the current status of the patient? Unknown. How was the patient impacted with the device having to be cut from the tissue? Another reload was used to transect across the point at which the device was cut out. The surgeon had made the initial resection with enough margin from the cancer for it not to impact on the patient.

Event description:
It was reported that during an anterior resection procedure, the device was used to staple the gastric artery and worked as intended. During use on the rectum, the device was fired and the four strokes completed so that the tissue was stapled and divided. (The tissue to be resected was wide in diameter and so there was some tissue held at the distal end of the device, requiring a further reload to complete the resection) the window indicated 0 but when the operator tried to open the jaws of the device it would not open. The deputy sister was assisting the consultant for the procedure and is very experienced. She pressed the reverse knife button and fired the gun to make sure the blade was back within the housing. This was attempted several times, and the window indicated 0 throughout. As the device could not be removed from the remaining tissue and had to be cut out. As the device was articulated fully to remove the gun from the patient the trocar had to be pulled out and the gun removed via the incision. Another gun was opened and the resection was completed. There were no patient consequences.